Manufacturer narrative:
Follow-up MDR will be filed once root cause is confirmed.

Event description:
Argon valves not opening properly to send gas to probes. Another system available to use. Case completed as intended. Determined the issue was dirt in the lines.

Manufacturer narrative:
Cryo system was creating good pressure but low flow. Device was evaluated using simulated use testing and found environmental problem most likely caused by debris introduced to the system through the input line. Device repaired and returned to the customer.